Event description:
During implant, the insulation on the left ventricular (lv) lead appeared twisted due to multiple repositioning's. The physician alleged a malfunction but excessive turns are suspected as the cause. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of twisted insulation was not confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the outer insulation was normal and not twisted. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.